Event description:
Patient reported having been diagnosed with unspecified cancer. Healthcare professional later reported rupture. This record for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed opening assessed as fold flaw opening.and missing piece of shell assessed as inconclusive. Cancer : not observed as per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported having been diagnosed with unspecified cancer. Healthcare professional later reported rupture. This record for the left side. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24oct2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of cancer is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cancer and rupture.